Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2023, it was reported that the infusion set's tubing snapped off from the cannula at the quick release connector while walking around the house. The site location was patient's thigh and the pump was located on the hip. Moreover, the infusion set was in use since (B)(6) 2023. Reportedly, the infusion was stored inside master closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. According to the complaint investigation performed on the returned used device (1 set), it was found that the tubing was detached from the tubing connector.  No further information was available.